Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
Additional information received from the patient on (B)(6) 2016 reported that she did not know why the system quit working. The leads were not high enough in her spinal column to reach maximum benefit. Symptoms related to the system quitting included continued pain in the same sciatic area which got worse. It was noted that issues related to the device quitting resolved by properly placing the device leads, but the patient also needed a shot and pain pills for discomfort. The patient noted that she now only needed the device for help and a rare pain pill.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
A consumer implanted for spinal pain reported they had their system replaced in (B)(6) of 2015 because it "quit working after six months" and the "leads weren't in the right place."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.